Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation, it was noted that the right-atrial (ra) lead exhibited loss of capture. Chest x-ray was performed and confirmed ra lead dislodgement. As a resolution the ra lead was explanted and replaced. Patient condition was stable.